Manufacturer narrative:
Pump received with a high sleep current measurement due to moisture damage on the electronic assembly. No blank display during testing. Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and has stopped working. The customer¿s blood glucose was not provided at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture when they went swimming. During troubleshooting customer mentioned the device had scratches. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.